Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a sliced cord, with damage observed on the cord, which appeared to have been run through or cut by a sharp object. The issue was found during reprocessing. There were no reports of patient involvement.